Event description:
It was reported that this right ventricular lead was an attempted implant. Signal noise was persistent on the lead, despite changing cables on the pacing system analyzer. The procedure was completed with a new lead of the same model and no adverse patient effects were reported. The lead is expected to be returned to boston scientific for analysis.